Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event leading to loss of consciousness that required intervention from daughter on (B)(6) 2015. The patient was at home and found unconscious by her daughter. The daughter called emergency medical technicians who treated the patient with a glucagon shot. The patient is reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. However, a root cause cannot be determined for the reported events.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor being used at the time of event was not returned to dexcom. The receiver (part number str-gl-blu/serial number (B)(4)/lot number 5197675), being used with the complaint sensor, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. However, there was no alleged device malfunction. A root cause for the reported events could not be determined.